Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had contaminated plates. No patient impact was reported. The following information was provided by the initial reporter: customer reports contaminated plates - lot#: s2178512 and 2166405.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had contaminated plates. No patient impact was reported. The following information was provided by the initial reporter: customer reports contaminated plates - lot #s2178512 and 2166405.

Manufacturer narrative:
H6. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2166405 was satisfactory and no quality notifications were generated during manufacturing and inspection. The batch history record review for batch 2178512 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, an no other complaints have been taken on batch 2165405 and one other complaint has been taken on batch 2178512 for contamination. No retention samples for this batch were available for investigation. Six photos were received. Photo one contains one plate held in hand with one colony and no ID. Photo two shows one plate on a table with one colony, ID is not visible. Photo three shows one plate (lot 2178512, timestamp 1103) with large colonies held in hand. Photo four is a duplicate of photo two. Photo five is a duplicate of photo one. Photo six shows one plate with colony, no ID visible. No return samples were received for investigation of this complaint. This complaint can be confirmed for batch 2178512 through the photos received and confirmed for batch 2166405 based on the trend. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes.